Manufacturer narrative:
(B) (4). Results: endoleak. Iliac artery became ectatic; type ii endoleak. Conclusions: iliac artery became ectatic; type ii endoleak.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 38 months ago, with the main body implanted on the left side. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that at the time of implant, the stent graft was not extended down to the level of the internal iliac artery. Currently, the left iliac artery has become more ectatic, and a distal type I endoleak is evident. The physician elected to intervene by implanting a 26 mm diameter aneurx cuff and a 24 mm diameter aneurx cuff distally to cover the area where the iliac artery was ectatic, successfully resolving the type I endoleak. In addition, although there was no proximal type I endoleak, the aortic neck had dilated slightly; therefore, as a preventive measure, the physician placed a 32 mm diameter talent aortic cuff proximally. At the end of the procedure, there was a type ii endoleak originating from a branch of the internal iliac artery that the physician did not address as it was thought that the type ii endoleak would resolve on its own. No additional clinical sequelae were reported, and the pt is fine.